Manufacturer narrative:
(B)(4).

Event description:
It was reported a motor stall occurred. The multiple motor stalls and recoveries were confirmed and recorded in the event logs. It was indicated, it was not possible to restart the pump without a stall occurring. Unexpected events such as low battery alarm, stalled pump, and reset were logged by the pump. It was suspected that the gearing of this pump was corroded and that the motor stalls were caused by corrosion. There was no clear environmental explanation for this to have occurred. It was believed that the pump will rotate for a certain period, but with the motor stalls, it was unlikely that the pump will work all the time as expected. If the patient needed continuous medication, it was uncertain if the pump was able to provide it. It was noted patient had prior disease, creutzfeld jacobs disease. Drug in pump was pentosan polysulfate an off label drug. It was noted pump replacement may be necessary, however decision was pending. Therapy was halted due to decision pending as to future course of treatment and removal of pump. It was noted, the pump was to remain implanted but switched off. Due to safety concerns, pump will not be returned. At the time of this report, no further information was reported. Additional information was requested and will be provided when it becomes available.